Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient stated that he had a seizure from a low bg and passed out at work. An employee called the paramedics. The patient does not know the exact bg at the time the paramedics arrived but believes it was around 30 mg/dl and the cgm was reading 107 mg/dl. The paramedics took him to the hospital where he was treated with glucose IV and was released in stable condition six hours later. His bg was at normal levels at that time, but he does not remember the exact values. At the time of the report he was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.